Event description:
It was reported that when using the bd pyxis medstation system drawer 4.1 was not detected on the communication bus, preventing users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction that occurred at the station was caused by drawer 4.1 not being detected on the communication bus. A field service engineer spoke with the customer, who then accessed the device, performed a reboot, and reseated the cable. Following the reboot, the customer successfully logged into the application and confirmed that the issue with the drawer had been resolved. The system functioned as intended after the field service engineer troubleshooted the device.